Event description:
A zoll dist returned battery charger/modem sn (B)(4) to report that the battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of the battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation, the battery charger/modem was unable to recognize or charge a battery pack. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was unable to be positively identified but was likely due to an ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem.